Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the videoscope had the forceps elevator be unable to return downward. The issue was found during a procedure. There were no reports of patient harm as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection. Based on the results of the investigation, the reported failure of the forceps elevator wire did not return properly, it did not rise was confirmed. It was found that the forceps base does not operate smoothly due to fraying of the forceps wire and the forceps lifting angle does not reach the standard value due to worn forceps wire. The most probable cause of this complaint is due to some kind of stress such as damage or deterioration of parts. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer information was received.